Manufacturer narrative:
Device remains implanted; not available for evaluation. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also has another related event; (B) (4). Through follow up with the health care provider (via fax), additional information, the operative report and discharge summary was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. Through the discharge summary, it was learned that the patient expired after an implant duration of 2 days from "vascular collapse and acute respiratory failure/ apnea. The family did not want an autopsy."